Manufacturer narrative:
Evaluation of the available instrument logs, which cover the period (B)(6) 2015 to (B)(6) 2016, showed that: there is no evidence in the available instrument logs that an instrument fault may have either caused or contributed to the circumstances reported in the complaint. No use error(s) was identified in the interaction between the user and the instrument that may have either caused or contributed to the circumstances reported in the complaint. The root cause of the sub-optimal tissue processing reported could not be determined from the information available.

Event description:
Leica biosystems received a complaint that "patient tissue significantly altered and interpretation was very difficult" on two occasions. The complainant also stated that "the first two times it happened, it was blamed on human error, and we probably should have involved you at that time". The information provided by the complainant indicated that tissue samples involved in the events were diagnosable. The specific protocol(s)/processing run(s) from which tissue samples exhibited sub-optimal processing was not provided by the complainant.